Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plastic at the end of the white tube on two 6/7f mynx control vascular closure devices (vcd) broke, separated, with the sleeves reportedly being split with the sealant exposed. A third device was opened and used successfully to achieve hemostasis. There was no reported patient injury. The damage was identified during insertion into the sheath. The devices were used during an interventional procedure with a retrograde approach. Femoral artery suitability was verified, with a diameter greater than or equal to 5 mm, there was little vessel tortuosity, and there was no reported peripheral vascular disease or calcium at the puncture site. The device was prepped per the instructions for use (IFU) and no damage to the device or packaging was observed prior to opening. The user was a trained mynx user. The devices will be returned for evaluation.

Event description:
As reported, the plastic at the end of the white tube on two 6/7f mynx control vascular closure devices (vcd) broke, separated, with the sleeves reportedly being split with the sealant exposed. A third device was opened and used successfully to achieve hemostasis. There was no reported patient injury. The damage was identified during insertion into the sheath. The devices were used during an interventional procedure with a retrograde approach. Femoral artery suitability was verified, with a diameter greater than or equal to 5 mm, there was little vessel tortuosity, and there was no reported peripheral vascular disease or calcium at the puncture site. The device was prepped per the instructions for use (IFU) and no damage to the device or packaging was observed prior to opening. The user was a trained mynx user. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plastic at the end of the white tube on two 6f/7f mynx control vascular closure devices (vcd) broke, separated, with the sleeves reportedly being split with the sealant exposed. A third device was opened and used successfully to achieve hemostasis. There was no reported patient injury. The damage was identified during insertion into the sheath. The devices were used during an interventional procedure with a retrograde approach. Femoral artery suitability was verified, with a diameter greater than or equal to 5 mm, there was little vessel tortuosity, and there was no reported peripheral vascular disease (pvd) or calcium at the puncture site. The device was prepped per the instructions for use (IFU) and no damage to the device or packaging was observed prior to opening. The user was a trained mynx user. (B)(4): a non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were not observed through analysis of the returned device since there were no frayed/split/torn condition noted to the sleeves and the sealant was fully contained within the device. The cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced by the customer since there were no anomalies noted to the device. However, handling factors are likely. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 213 (c19). C: 67 (d14). (B)(4): one non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis to verify the catheter working length was attempted; however, it could not be fully executed due to the device being returned fully deployed. Additionally, a dimensional analysis of the slit length was attempted; however, it could not be executed due to the device being fully deployed. An attempt to perform a simulated deployment test was executed; however, it could not be completed due to the device being returned fully deployed. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were not observed through analysis of the returned device since there were no frayed/split/torn condition noted to the sleeves and it was received with button 1 fully depressed. The exact cause of the issues experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device was already fully deployed with button 1 and button 2 fully depressed with no anomalies noted. However, handling factors are likely. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.